Manufacturer narrative:
Patient information not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the cannulated drill bit for proximal femoral nail antirotation (pfna) broke during an unknown surgical procedure on unknown date. No further information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 309.600, lot# sx401515. Manufacturing location: (B)(4), release to warehouse date: aug 21, 2006. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The visual inspection has shown that the drill bit shaft is broken close to the quick coupling. Therefore, this complaint is confirmed. The cutting edges of the drill bit are in a very poor condition. Because of the damage the complaint relevant dimensions could not be checked to print specifications. The manufacturing review showed that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 440 a as required and the measured harness was with 53.5 ¿ 54.8 hrc within the specification of 50 +5/0 hrc. The broken surface is homogenous indicating material conformity. Based on the available information, the exact root cause could not be determined. The wear and tear indicates that the products were often and intensive used instruments (manufactured in august 2006). The probable cause of the breakage could be the result of a mechanical overload situation during use. The bad condition of the device, before surgery, may also have played certain role to the complained issue. As per the product leaflet, ¿check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces¿. It has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that incident occurred during surgery on (B)(6) 2017. Patient outcome was reported as excellent. Surgery was completed successfully with no delay.